Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to pain and loosening.

Event description:
Revision due to pain and loosening.

Manufacturer narrative:
The engineering evaluation of the revision reported int the experience was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone and led to the reported pain.